Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: the front part of catheter tube was not smooth, there were two products with this problem. 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: complaint about the front end of the catheter tubing were not smooth. The complaint is that there is a foreign matter at the front end of the catheter tubing that is not smooth. There is a foreign body that has not been used, and then replaced with a new indwelling needle. The same problem is found after opening it. It cannot be used. Two consecutively appear and the sample can be returned. Currently, through visiting the equipment department and clinical department, 150 other batches have been exchanged for the department. The hospital equipment department requires all products of the same batch to be replaced with other batches of products. This month, the hospital¿s complaint item number and batch are 6,700. The hospital warehouse has 3,000 in stock. The rest have been taken to all departments of the hospital and opened randomly from the hospital warehouse. The tip of the catheter tubing of the same batch of indwelling needles taken out of the same batch feels foreign to the touch, and the surface of the catheter is not smooth. Therefore, colleagues in the quality department of the company are required to help with the inspection and give feedback to facilitate follow-up work.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-01. H6: investigation summary: a device history review was conducted for lot number 9347655. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: the front part of catheter tube was not smooth, there were two products with this problem. 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: complaint about the front end of the catheter tubing were not smooth. The complaint is that there is a foreign matter at the front end of the catheter tubing that is not smooth. There is a foreign body that has not been used, and then replaced with a new indwelling needle. The same problem is found after opening it. It cannot be used. Two consecutively appear and the sample can be returned. Currently, through visiting the equipment department and clinical department, 150 other batches have been exchanged for the department. The hospital equipment department requires all products of the same batch to be replaced with other batches of products. This month, the hospital¿s complaint item number and batch are 6,700. The hospital warehouse has 3,000 in stock. The rest have been taken to all departments of the hospital and opened randomly from the hospital warehouse. The tip of the catheter tubing of the same batch of indwelling needles taken out of the same batch feels foreign to the touch, and the surface of the catheter is not smooth. Therefore, colleagues in the quality department of the company are required to help with the inspection and give feedback to facilitate follow-up work.